Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) failed battery run test during post ppm repairs and required battery replacement. There was no injury or harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation conclusion), h11. Machine serviced checked and tested as per manufacturers specifications. A getinge field service engineer (fse) replaced batteries (d146-00-0039) to resolve issue. Service report is not available to retrieve from salesforce and batteries were left with the customer.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) failed battery run test during post ppm repairs and required battery replacement. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced batteries (d146-00-0039) to resolve issue. Service report is not available to retrieve from salesforce and batteries were left with the customer.